Manufacturer narrative:
Patient case number reported as (B)(6). It is unknown when plate broke. Lot number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent revision surgery to remove a broken locking compression plate (lcp) proximal humerus plate 5 hole. The hardware was removed and the patient was revised to a longer lcp proximal humerus plate. The patient was originally implanted with the lcp proximal humerus plate 5 hole on (B)(6) 2018, and after repeated falls, the plate broke. It was unknown if there was a surgical delay. Patient outcome is unknown. This report is for a 3.5mm lcp® proximal humerus plate-standard 5h shaft/114mm. This is report 1 of 1 for (B)(4).